Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed to open, muscle wires failed. The field service engineer replaced row boards to resolve the issue. The fse noted that spillage of liquid caused the muscle wire to heat up and partially melt the plastic the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The field service engineer stated that the liquid causes the muscle wire to heat up and partially melt the plastic and had burn marks. There were no adverse events or injuries reported based on this event.